Event description:
The user facility reported that the device was leaking and overheating during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.